Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that a backlight issue with the patient¿s onetouch ultra 2 meter. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged issue began around 11 a.m., on (B)(6) 2018. The patient manages her diabetes with insulin (type and dose not reported; no adjustments) and the reporter denied that the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter stated that approximately 30 minutes to 1 hour after the alleged issue began, the patient became ¿unconscious¿. The reporter advised that the emergency medical services (ems) were contacted and upon their arrival at around 11:30 a.m., on (B)(6) 2018, the patient¿s blood glucose was reportedly measured at ¿40 mg/dl¿ on the ems device. The reporter advised that ems subsequently treated the patient with food and/or drink. At the time of troubleshooting, the csr established that the product was being used for the first time. The csr educated the reporter on how to use the backlight and noted that the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering insulin based on the meter readings obtained from the subject device.